Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned for investigation, as it was discarded. Manufacturing records confirmed the scope passed final qa/qc testing. Video review identified no system malfunctions but observed a use error in which the biopsy tool was extended beyond the af circle multiple times, resulting in minor bleeding. No signs of pneumothorax were observed during the procedure. The physician did not attribute the pneumothorax to the galaxy system, stating it was due to overly aggressive bal fluid administration. Based on available information, the injury is consistent with the known inherent risks of bronchoscopy, particularly when extensive lavage or deep tissue manipulation is performed. This complaint is reported due to the following conclusions: a pneumothorax was reported after a galaxy-assisted biopsy procedure. The pneumothorax was identified on a post-procedure x-ray, prompting immediate chest tube insertion and hospital admission. The physician did not attribute the pneumothorax to the galaxy system, stating it was due to overly aggressive bal (bronchoalveolar lavage) fluid administration. No malfunctions were reported and a use error was identified.

Event description:
A pneumothorax was reported after a galaxy-assisted biopsy procedure. The pneumothorax was identified on a post-procedure x-ray, prompting immediate chest tube insertion and hospital admission. The patient was subsequently discharged in stable condition. The physician did not attribute the pneumothorax to the galaxy system, stating it was due to overly aggressive bal (bronchoalveolar lavage) fluid administration. No malfunctions were reported and a use error was identified.